Event description:
The customer reported that his olympus visera elite ii video system center began producing an e333 error code during a therapeutic laparoscopic cholecystectomy procedure. According to the initial reporter, the unit was inspected prior to use with no abnormalities noted. Reportedly, since the screen was already displaying when the error code presented, the procedure was continued without needing to restart the device. There were no procedural extensions nor any patient harm as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested in various methods and no error codes were ever present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, indication phenomenon causes were unable to be identified. However, investigation result reveals that otv-s300 (visera elite video system center) device is designed to cause false alarms as a touch panel failure error even under normal conditions. Therefore, it is possible that the phenomenon pointed could have occurred as a result. Olympus will continue to monitor field performance for this device.